Manufacturer narrative:
Date of event: unknown, not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that while inserting lens into the eye there was capsular tear. Reportedly vitrectomy and sutures were required. Packaging was sealed when customer received lens. The procedure was completed successfully with another manufacturer¿s lens. Patient is doing well. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 3/25/2020. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with the daisy wheel case. Lubricant material residues can be observed on the lens surface and the haptic looks slightly distorted which could be related to removal process. Based in the information provided there was a removal and replacement due to a patient issue. The reported issue is not a device problem. There is no product quality deficiency identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.